Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device touchscreen was intermittently unresponsive and lagging. A field service engineer (fse) remoted in and attempted to improve all in one (aio) speed to resolve the issue. Multiple attempts were made to reach the field service engineer (fse) to confirm the resolution, but no responses have been received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the touchscreen was intermittently unresponsive and lagging, occurring daily and impacting timely access to medications during critical operations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.